Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> the device associated with the reported event was not returned for examination. All available product photographs were reviewed. Based on the photo evidence provided, complaint is confirmed. Red locking tap and spring were separated from the rest of the handle instrument. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both items broke in theatre today. Spring tension in ankle clamp seized and impactor handle broken in 3 pieces. No delay.